Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. The issue's impact on the customer's blood glucose level was unknown or declined to be answered. Technical support provided information on how to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to contact technical support again if any malfunction code recurs.